Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was overheating and it was difficult to lock and unlock the collar. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of overheating was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the disconnect sleeve would not retract all the way to load and secure the cutter preventing the pretest from being completed and the driveshaft was broken causing the issues with the disconnect sleeve and the securing of the cutter. The assignable root cause was determined to be due to use of excessive force which is also known as use error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.